Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was in backup vvi after delivering shock therapy. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of the device going into backup vvi after delivering hv therapy was confirmed in the laboratory. The device went into backup vvi while delivering the high voltage therapy. The device was tested on the bench and the hv output transistors were found to be damaged. The cause of the output circuit damage was not determined.